Event description:
Additional information received reports that the patient underwent surgical intervention (B)(6)2023 in which the leads were repositioned, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 3006705815-2020-33235.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 3006705815-2020-33235. It was reported that the patient¿s lead had migrated on an unknown date resulting in ineffective stimulation. As result the patient may undergo surgical intervention on a later date.